Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. The most probable cause of the customer reported issue is the function switch or input manifold. If the product is later returned, the file will be reopened.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit stopped ventilating prior to being used on a patient. There was no patient involvement and no patient harm/adverse event reported.